Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right atrial lead was explanted and replaced due to dislodgement. Lead exhibited sensing decreased and high pacing thresholds. No additional adverse patient effects reported.